Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the user reported the cable guide was cracked. The monitor was originally returned for repair due to the edit button failing to function when the cracked cable guide was found. Since the event occurred at the service center, there was no pt involvement during this event.